Event description:
Healthcare professional reported "patient came back in today and the tubing was leaking again". The leak occured during infusion, while the patient had the tubing at home, and not during the set up. The leak is coming from the sides of the filter. No defects were noticed on the tubing prior to set up. Operator was a patient. Medication being infused was epoch. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.